Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis corrosion was found on the power supply and upper case and the unit was therefore to be scrapped. (B)(4).

Event description:
The programmer and its accompanying radiofrequency programmer head were returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.